Event description:
It was reported that t:slim x2 pump battery would not charge and that charging connection remained unstable and not recognized despite using proper wall adapter and cable and trying different charging supplies. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was instructed to place pump into storage mode before returning it, and was informed that pump settings and continuous glucose monitor would need to be programmed and connected to replacement pump, and technical support arranged shipment of replacement pump.